Manufacturer narrative:
(B)(4). The device was not returned for analysis; however, abbott vascular (av) confirmed the reported issue related to sheath splitting. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Av identified a trend. Root cause analysis concluded that the trend is likely due to a manufacturing issue. In cases where the starclose se fails to achieve hemostasis, the resulting action is to apply manual compression. This may result in a delay in achieving patient ambulation but is not serious or life threatening. While product with this issue may cause user dissatisfaction, the result of the issue is a minor safety risk as hemostasis may be achieved using manual compression. Abbott vascular initiated a voluntary field action for the starclose se vascular closure system on january 30, 2017, [medwatch # 2024168-2017-00941]. The abbott internal recall number is 2024168-2/3/2017-001-r. Av implemented mitigations to address this issue and will implement corrective actions to prevent recurrence per internal operating procedures. Av will continue to trend the performance of these devices.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a starclose se device with a 6fr sheath, after an angioplasty procedure in the superficial femoral artery. Reportedly, the sheath of the starclose se device failed to split completely. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the starclose se device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.